Event description:
Outer package of cement was opened and unsterile inner package put onto field. Entire case was done and the unsterile cement package was noticed upon mixing. It was removed from field and new product was opened and antibiotics were added to cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No product returned for investigation, from the information provided, it would appear that the theatre team placed an unsterile packaging pouch into the sterile field. Each packaging layer is clearly identified with being sterile or not sterile. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Human error appears to be the root cause of this complaint as non sterile package was placed into the sterile field. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.